Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2009, the pt was implanted with an scs system. The pt is not feeling any simulation. He is no longer able to locate the ipg with either the charger or programmer (programmer reads "ipg comm error 2501"). When he tries locating the ipg for charging, the 2nd light from the top flashes yellow while the 3rd light remains fully green. The pt recently was admitted to the hospital and went in to a coma. Hr believes that an MRI was performed on him while in the coma. This problem developed since his hospital admission. A new charger was sent to the pt but was still unable to communicate with the ipg.